Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell from the couch to the floor and hit the top of the forehead on (B)(6) 2017. The patient has been rejecting the device for the last month.

Manufacturer narrative:
Med-el elektromedizinische geräte gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). The investigation results confirmed that the device has failed due to an external impact to the active electrode. The problems given in the patient report appear to match well with this finding. Additionally, the patient was diagnosed with fluid in the ear and treatment with antibiotics resolved this device unrelated issue. Furthermore, channel 1 had been disabled due to reported discomfort and channel 4 had been disabled due to high impedance. This is a final report.

Event description:
The patient fell from the couch to the floor and hit the left side of the forehead on (B)(6)2017, which resulted in a large bump. No redness or swelling was noted at the implant site after the fall. The patient has been rejecting the device started approximately (B)(6)2017. On (B)(6) the patient was diagnosed with fluid in the ear on the left side and treated with antibiotics for 7 days. A week later the fluid had resolved. It was after that when the patient fell from the couch. Tympanometry was normal. Per internal registration information, no implant bed was drilled, electrode was partially recessed in a channel and the device was fixated via dissolvable sutures and periosteum pocket. The patient was counseled to cease use of the left side device. CT scan and integrity test conducted on (B)(6): CT scan showed no abnormalities. In situ measurements confirm previous results. Expert measurements showed no fluctuations in continuous mode with palpitations along internal device, or head movements. Patient was re-implanted on (B)(6)2017. Per device explantation report, significant bony regrowth in mastoid around the electrode.